Event description:
Reportedly, the device displayed connect cable and would not deliver energy to the pt. A set of standard paddles carried with the device was immediately used to continue pt treatment. Pt outcome was not reported but the reporter stated that pt outcome was not affected by the discrepancy, due to continued device use.